Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Note: manufacturer is unable to reach to customer since no customer address on file nor email/phone information.

Event description:
Consumer reported complaint for discoloration of ketone strips pads. Customer emailed regarding ketone strips saying that found that the color that appears on the stick is very faint and dissimilar to the colors on the legend. It's almost impossible for to determine the results. The customer did not report symptoms neither medical attention. The product storage location is undisclosed. The ketone strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.